Event description:
It was reported that the patient's right knee was revised due to the stem fracturing right at the junction with the mrh baseplate. The stem and baseplate were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to the stem fracturing right at the junction with the mrh baseplate. The stem and baseplate were revised.

Manufacturer narrative:
An event regarding a crack/fracture involving an unknown mrh stem was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of medical records by clinical consultant indicated "the ap x-ray of the left knee shows a cemented rotating hinge total knee. The stem of the tibial component is angulated with the apex of the angulation positioned at the junction of the stem to the tibial component boss where the stem and component would mate. It is confirmed that the patient had a fracture of the stem of an mrh tibial component. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of medical records by clinical consultant indicated "the ap x-ray of the left knee shows a cemented rotating hinge total knee. The stem of the tibial component is angulated with the apex of the angulation positioned at the junction of the stem to the tibial component boss where the stem and component would mate. It is confirmed that the patient had a fracture of the stem of an mrh tibial component. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.